Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that they have wanted to remove the implant for a while because sometimes they get a shocking or burning feeling even when stimulation is off. Patient also mentioned that if they bend over it would be a burning stabbing pain in the area where the stimulator is. When asked for event date, patient confirmed that this has been off and on for quite some time but they don't recall how many times or when. Patient stated they think their stimulator has stopped working completely. Patient stated they were supposed to do an MRI this morning but they couldn't. Agent instructed patient to connect to their implant with their patient programmer, patient saw eos (end of service) symbol with a doctor and agent reviewed meaning of eos symbol. The patient was redirected to their healthcare provider to further address the issue.